Manufacturer narrative:
Correction information provided in h.6. Correction: on initial MDR the FDA component code of 3067 was an error. It should have been 866 on the original MDR. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, the patient came back to hospital 2 times and got the lens rotated because of dislocation. The third time the patient was send to another clinic to remove the lens, and it was at that point it was observed that one haptic was broken. The iol was exchanged for company lens. Additional information has been requested, received and stated during initial implantation, the surgery went according to plan. However, the iol had difficulty centering properly and tend to shift temporally. Next month, the iol was not centered twice and was replaced twice without complications. Later month, iol was again found to be decentered. The iol was removed from the lens bag and it was discovered that the lens bone has broken off the lens. There was no patient harm and the treatment was still ongoing.